Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band would not hold air. The band started to deflate right away. Another tr band was opened and used to achieve hemostasis. The patient was in stable condition the left heart catheterization procedure was successful. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The inspection of the returned sample found the device to be of normal product; therefore, it is not a reportable even one tr band was returned for evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or balloon. 1 ml of air was left in the balloon. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for air leakage issues because the sample passed leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).